Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing thresholds. When doing threshold tests, loss of capture (loc) was observed every other beat in the ventricle. It was suspected that all rv paced beats on the strips did not capture. The lead appears to not be working appropriately. Additional clinical assessment was recommended and the patient is going to be monitored. The rv lead remains in service. No adverse patient effects were reported.